Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that "vent inop" and "motor fault" popped up while the device was in use on a patient. The patient's spo2 was decreased to 90%. The unit was switched out with another ventilator and there was no patient harm.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a failed resistor.